Event description:
It was reported during in clinic follow up that the atrial lead exhibited a failure to capture and diaphragmic stimulation. Imaging confirmed dislodgement. The lead was explanted and successfully replaced. The patient experienced discomfort due to extra-cardiac stimulation but was otherwise stable.